Event description:
Hello, I had lasik while breastfeeding and I had 5 and 3.5 of nearsighted on my eyes. The doctor didn't tell me that these were two factors for risk but he told me that normal risk statistics from other pts. I have double vision and glasses don't help. I feel helpless and don't know what to do and how to solve my problem. Furlong vision correction.